Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for trigl. Triglycerides (trig) on a cobas 6000 c (501) module - c501. The customer repeated other patient samples, but no others were affected. The sample initially resulted as 286 mg/dl and this value was reported outside of the laboratory to the patient. The patient questioned the result, so the sample was repeated on the same c501 analyzer, resulting as 103 mg/dl. The sample was also repeated on a second c501 analyzer, resulting as 108 mg/dl. The repeat value of 103 mg/dl was believed to be correct. The patient was not adversely affected. The trig reagent lot number was 27979801, with an expiration date of 31-oct-2018. The field service engineer could not determine a cause. He inspected the analyzer. He verified that all the probes were aligned and the gear pump pressure was correct. He cleaned the rinse mechanism and adjusted dispense volumes and squeegees. The external rinse of the probes was within specifications. The customer ran trig testing on the affected c501 and a second c501 and the results matched. An instrument or a reagent issue could be ruled out since the instrument check was ok and calibration and controls are acceptable.

Manufacturer narrative:
The customer confirmed that none of the analyzer probes appeared to be compromised. The customer stated that there are no other issues with other assays and there have been no repeat events. The customer runs two non-roche assays on the analyzer (bhp and lidocane). The customer did not have any special washes set up on the analyzer for these assays. A carry-over issue from the non-roche reagents could not be excluded. The customer was advised to set up special washes on the analyzer for the non-roche assays and this was completed by the customer. The investigation was unable to find a definitive root cause.